Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer stylus would not calibrate. Using a disk was attempted but not successful. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer's stylus was unable to be calibrated, the stylus tip did not follow the cursor on the display screen and the bezel screen was assembly was replaced and the stylus pen calibrated to resolve. Analysis further noted that the right latch tab on the power cord bay door was stressed and that the programmer failed the thermal sensor 7 test and therefore both the power cord bay and the power supply were replaced. It was additionally noted that the hard drive was reconfigured and a newer software version was loaded.